Event description:
A patient was admitted to sicu with dic. The rn used pall rcq blood filter to hang a unit of prbcs. A blood leak noted from square white filter. Packaging disposed of, lot# unknown.